Manufacturer narrative:
Additional information received on 4/17/2020, indicated that after examination of the patient by the doctor: left breast has capsular contracture baker grade IV, and right baker grade is iii. Patient decided to just remove and replaced the left side with cat#:3507130mc, sn#: (B)(6) , and left breast capsulectomy on (B)(6) 2020. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/2/20, additional information received, indicated that the date of explantation was on 3/4/2020 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/2020, mentor became aware that mistakenly date of explantation was recorded on section d7, even though right side was not removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor memorygel, 130cc silicone breast implants which bilaterally have issue with capsular contracture baker grade iii after implantation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.